Event description:
It was reported that an alert for low impedance on the lv lead was received via transmission. It was recommended to have patient follow up in clinic along with possible programming changes. Device remains implanted.